Manufacturer narrative:
Date of event: used the first day of the month of aware date, as event date was not provided.

Event description:
It was reported that outer coating peeled off. A guidewire was used and the outer coating peeled off, and the inner movable core was visible. No patient complications were reported.